Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw material inspection sheet and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the stainless steel implant were in accordance with the international standards and astm f138 and the ao/asif specifications. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The breakage of the universal femoral nail occurred at the second proximal locking hole located to the lower zone of the pertrochanteric fracture. Based on the failure mode it is possibly that the instability resulting from partial lack of bone support in the fracture area caused the nail to become highly stressed during the functional postoperative and follow-up phase. The implant had to absorb and neutralize high alternating loads. Postoperative activities of the patient may have played a certain role too. Based on the structure of the fracture surfaces it is concluded that the nail failed because of two-sided bending, which finally led to the overload and fatigue failure of the investigated universal femoral nail.

Event description:
Nail broke in the patient during the postoperative period. This is 1 of 1 report for complaint (B)(4).